Manufacturer narrative:
Patient information unavailable as it was refused by the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the rotatable em blade, non-invasive patient tracker, and instrument tracker were tracking intermittently and could not consistently be recognized by the navigation system. The site continued the procedure with the products. No impact to patient and no delay to the procedure were reported.